Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/ reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent breast augmentation revision with unknown saline prosthesis experienced bilateral saline deflation post procedure. Doctor told patient that both saline implants are ripped, and the ripped implants were discovered during surgery. As a result patient underwent bilateral removal and replacements as follow: left cat #: 3503754bc, sn #: (B)(4), right replaced with cat #: 3503754bc, sn #: (B)(4) on (B)(6) 2020. This report belong right prosthesis.